Event description:
The patient's physician confirmed that the stroke had "nothing to do with the dbs" system. The patient had left hemiplegia. The patient had been hospitalized for the event. It was stated that until the stroke, the patient had been doing very well. The dbs system was a success for the patient.

Event description:
It was reported the patient ¿had a stroke in 2013 (B)(6).¿ it was stated that it was ¿confirmed¿ there was ¿no alleged association between the stroke and the deep brain stimulator (dbs).¿ additional information reported the patient was ¿in a rehab facility.¿ it was noted, the patient checked his device every month and was seeking a physician in his area in order to complete his ¿routine check.¿ it was stated ¿no accusation or allegation that device was the reason for the stroke was made.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 3389s-40 lot# va02wrx, implanted: 2012 (B)(6); product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40 lot# va0290q, implanted: 2012 (B)(6); product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37603 lot# serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).